Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of an issue with the cobas infinity software that could lead to erroneous results. The result was initially sent from the infinity software to trakcare correctly. The trakcare did not accept the result for hcv and toxo igm. When the result was resent from the cobas c8000 analyzer, the infinity rule that changes the result to "n" or "p" was not triggered even though it is set to do so on repeated execution. The results were sent to the lis without the rule engine transformation applied. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
During the investigation, it was observed that the customer was sending the results several times. When saving test results, the database has to be accessed. This blocks the database in order to ensure the system is saving the correct value. When the process tries to access the database, an exception is generated because the database is still locked by the other processes. Checking the system exceptions, it could be seen that there were several errors regarding failing to access the database. Further investigation of the customer's system showed that the memory allocated for the healthshare services was not sufficient.